Event description:
Customer reported that a pca ii pump containing a 60 cc syringe of dilaudid was stolen from the facility and misused by a female pt in an attempt to obtained additional medication from the pump. Visual inspection of the pump and syringe shows that the pt obtained a signficant amount of medication opposed to what the pump was set to infuse. No pt injury or intervention reported. No additional information available at this time.